Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced skin erosion at the anchor site. The patient was given antibiotics and the device was removed. The physician believes the skin erosion was caused by weight loss. There have been no reports of further complications regarding this event.